Event description:
The customer reported that the jaws could not be re-opened during a laparoscopic-assisted hysterectomy and bilateral oophorectomy. The site contact did not know if the jaws were applied to tissue when this occurred. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.